Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 364 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, the user miscalculated the carbohydrates for a bolus and declined troubleshooting.